Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the up arrow and contrast keypad buttons were unresponsive. The down arrow and ok keypad buttons were intermittently unresponsive. The keypad cover was opened and contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button cover was worn. The button responded properly during testing. Additionally, the display was dim and discolored.